Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 224 mg/dl. The customer was unable to trouble shoot because they did not have supplies on him to do so. The customer was advised to call back when they are ready to trouble shoot. No further information was provided.